Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Awareness date reported on follow up 1 report as october 3, 2019, but should have been november 1, 2019. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional device product code: ktt. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is for one (1) 6.5mm cancellous bone screw fully threaded/20mm.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation flow: visual. Visual inspection: 6.5mm cancellous bone screw fully threaded/20mm (quantity 1). Upon visual inspection at cq, it is observed that the device does not have any defects. But the reported complaint is not confirmed for the adverse event.since no x-ray/CT scan was provided. Does the received condition agree with the complaint description? No. Was the complaint confirmed? No. Document/ specification review: design drawing from date of manufacture to current were reviewed during this investigation and no design issues were identified. Based on the 2011 synthes trauma catalog section 1 plates and screws. 6.5mm cancellois bone screw fully threaded dimensional analysis: a dimensional inspection was not performed as no damage/breakage is found to the returned device as observed during the visual inspection. Investigation conclusion: a visual inspection, and document/specification review were performed as part of this investigation. It is observed that the device does not have any damage. But the reported complaint is not confirmed for the adverse event.since no x-ray/CT scan was provided. A definitive root cause could not be identified. No product design or manufacturing issues were identified, and no new malfunctions were identified either. Based upon these results, no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for an unknown trauma screw. Part and lot numbers are unknown; UDI number is unknown. (B)(4). The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis.

Event description:
It was reported that the patient underwent revision surgery and total femoral replacement due to a failed total knee arthroplasty which required a tumor resection on (B)(6) 2019. Originally the patient was implanted on (B)(6) 2016. On (B)(6) 2019, the patient reported difficulty bearing weight on left leg and was diagnosed with a left femur lytic lesion. There was no reported surgical delay. The procedure was completed successfully. Patient outcome is unknown. This complaint involves an unknown number of devices. This complaint involves one (1) device. This report is for one (1) unk - screws: trauma. This is report 2 of 8 for (B)(4).